Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. No unexpected constant tone alarms were noted. The device also had a scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that she was cleaning the pool and fell into the water with the insulin pump. The customer stated that the display went blank and a constant tone was occurring. Blood glucose value was 145 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.